Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. The insulin pump has minor scratched display window, cracked battery tube threads, broken reservoir tube lip and missing the end cap sticker.

Event description:
The customer reported via phone call that they could not rewind the insulin pump. Customer also reported a motor error alarm occurring during the rewind process. Customer's blood glucose was 155 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. Customer also stated there was a piece missing from their reservoir compartment. The customer was unsure how the damage occurred on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.